Event description:
It was reported to boston scientific corp on august 5, 2008, that an endostat ii electrosurgical unit was used in 2008. According to the complainant, during the procedure, the pt moved and the physician suspected that pt had been shocked, however, it could not be confirmed. It was further reported that the unit was taken to the hospital's biomed department for testing; the unit passed all safety tests. The procedure was completed with the same electrosurgical unit. At the conclusion of the procedure, the pt's condition was reported as unk.

Manufacturer narrative:
The device manufacture date is unk. According to the complainant, the suspect device was evaluated on-site and passed all safety tests. The july 2008 15-month hemostasis generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.